Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited ventricular lead impedances of greater than 2500 ohms in both bipolar and unipolar configuration. The rise in impedances began three weeks post-implant. The safety switch feature had switched the device to unipolar configuration. The device was also not pacing. During explant, a chest x-ray of the leads found them to be intact. The leads were connected to the new ipm and normal pacing and sensing were observed.